Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized on may 5, 2017 with a blood glucose level of 450 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The caller stated that the insulin pump was not delivering insulin. The customer did not troubleshoot and did not send the product back for analysis.